Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the remote transmissions revealed the right atrial (ra) lead exhibited noise that inappropriately triggered automatic mode switch (ams) episodes and multiple episodes of noise reversion. No intervention was performed. The patient was stable would continue to be monitored.